Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with 4 ml juvéderm¿ voluma¿ in the cheeks, 2 ml juvéderm® volift¿ in the nasolabial fold and 8 ml juvéderm® volux in the chin and jawline. 8 months later, patient developed inflammatory swelling and suspected biofilm of the cheeks, chin and jawline. Prednisone, aerius and dalacin provided as treatment. Symptoms have not resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00309 (allergan complaint #(B)(4)). This MDR is being submitted for the juvéderm¿ voluma¿.